Manufacturer narrative:
Although, the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corp in 2008, that a leveen electrode system was used during a procedure. According to the complainant, "the plunger had been back with the tines (deployed), when the package was opened". The procedure was completed with another leveen coaccess electrode system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".